Manufacturer narrative:
After further review of additional information received the following sections b4, b5, b6, b7, g3, g4, g5, g7, h2 and h6 have been updated accordingly. In a review of the labeling it is a known complication that a patient's age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. That there are device specific risks of fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, and any of which may require a second surgical intervention or revision. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of surgical revision to the right shoulder joint devices is due to the patient's involvement in a motor vehicle accident that caused device loosening. This device is used for treatment, not diagnosis. No information has been provided. A5, a6. Without serial numbers unable to provide d4. Expiration date and h4. Manufactured date. Corrected data: no device evaluation pending, this is a clinical event with no indication of device manufacturing or design issues.

Event description:
This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00298, 1038671-2017-00299, 1038671-2017-00300 and 1038671-2017-00302.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of right shoulder components due to aseptic glenoid loosening after a motor vehicle accident. This event report was received through clinical data collection activities.